Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, leakage during the use of 5mm instruments. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer reportedly received results of 260 mg/dl and 82 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). Lower ring the analysis results of device a found that it was received with the lower ring of the universal seal assembly cracked and the cap of the sleeve cracked, broken and separated from the sleeve. Therefore, no testing could be performed to evaluate the reported insufflations issues. The analysis results of device b found that it was received with the lower ring cracked and with the cap of the universal seal assembly separated from the base. Therefore, no testing could be performed to evaluate the reported insufflations issues. In addition the duckbill was noted slightly open at slit. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.